Manufacturer narrative:
Should additional information become available, a supplemental record will be filed. Invacare has chosen to report on this complaint based on the "keyword" fire. The end users reported "tapped" wires ¿going to the batteries" is an unauthorized alteration. Three attempts (including a letter) were made to obtain further information from the complaint contact without success.

Event description:
Consumer states she got home and found the fire department was putting out a fire on the invacare chair.

Manufacturer narrative:
Additional/updated information was added to reflect a picture of the chair being provided by the end user. The complaint of the chair being burnt can be confirmed from the picture. The other issues reported by the end user of wiring damage, the chair making a screeching noise, and turning on without command could not be verified. The underlying cause could not be determined. It is unknown whether the chair caught fire from a malfunction of the chair or from an external source.

Event description:
Consumer states she got home and found the fire department was putting out a fire on the invacare chair.